Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error or open book image noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. During visual inspection, found electronic stack with moisture damage. Motor, force sensor and motor home switch also had moisture damage.